Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a post dilation balloon aortic valvuloplasty (bav) was performed, due to high jet velocity, using a 22mm non-medtronic balloon. After the bav, an acute coronary occlusion was noted. The valve was snared into the ascending aorta, which restored flow. A second valve was deployed in the annulus. No additional adverse patient effects were reported.